Event description:
It was reported that the patient had a large knot at the left side of the spine causing pain. The patient had taken hydrocodone without any relief.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.